Event description:
It was reported that the patient underwent a revision to replace the connector of the extension as it was uncomfortable for the patient. Following the procedure, impedances measured >10,000 ohms and the patient was not feeling a stimulation sensation. It was suspected the lead may have been damaged during the procedure. It was reported that the patient underwent another revision to address the lack of stimulation and high impedances. During the procedure, the physician was attempting to position the new lead with the green and blue stylet. After several attempts, the stylet became misshapen and was no longer usable, thus the lead could not be steered. The lead was blocked in the needle, and the physician could not push or remove the lead without moving the needle. Another attempt was made with a different stylet (blue and white), without success. A different lead was used to complete the procedure. No injury was reported and the patient was "ok."

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.